Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device #1 used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard device #1 implanted on (B)(6) 2012. An additional emdr was submitted to represent the bard device #2 implanted on (B)(6) 2013. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1). (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #2). (B)(6) 2014: the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device #1 used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 years 11 months post implant 3dmax mesh, patient was diagnosed with nerve damage, hernia recurrence, adhesions, pain and scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. This supplemental emdr represents the 3dmax (device #1). An additional supplemental emdr was submitted to represent the 3dmax (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1). (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #2). (B)(6) 2014: the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6)2012 - patient was diagnosed with left inguinal hernia thereby underwent laparoscopic hernia repair with the implant of 3dmax (device #1). Per operative notes, "the hernia was identified along spermatic cord. The cord structures were intact. An extra large left 3dmax mesh was positioned in preperitoneal space." (B)(6) 2013 - patient was diagnosed with recurrent left inguinal hernia thereby underwent laparoscopic hernia repair with the implant of 3dmax (device #2). Per operative notes, "the hernia was noted on left side underneath the mesh more consistent with a femoral hernia. The old mesh (device #1) is adherent to the peritoneum. The old mesh was freed from the anterior abdominal wall. The defect was noted and another 3dmax (device #2) was placed in position and tacked to cooper's ligament. The previous mesh (device #2) was placed over the old mesh. The new mesh was tacked in position." (B)(6) 2013 - patient visited hospital for testicular pain and swelling. (B)(6) 2014 - patient underwent left sub inguinal microscopic cord denervation for testicular pain. (B)(6) 2014 - patient was diagnosed with chronic left groin pain thereby underwent left ilioinguinal neurectomy and left iliohypogastric neurectomy and left femoral nerve neurolysis. Per operative notes, "the external ring was identified along the external oblique fascia. The ilioinguinal and iliohypogastric nerves were identified and resected. The previously placed mesh was palpable through inguinal floor. The floor was opened, the anterior surface and undersurface of mesh were dissected away from peritoneum. The inferior portion was densely adherent to the external iliac vessels. Extensive neurolysis was performed. A segment of genitofemoral nerve was resected. The remaining portion of mesh were removed. The defect was closed with suture." Attorney alleges that the patient had adhesions, loss of testicles, mesh migration, mesh shrinkage, nerve damage, pain and hernia recurrence. It is also alleged that the patient had left sub inguinal microscopic card denervation.